Manufacturer narrative:
Date of event was reported as about 9 months prior to (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported that the patient¿s implantable neurostimulator (ins) was not working and it was believed that it may be depleted. Follow up information received from the patient reported that they first started experienced the ins was not providing them with therapy was about 9 months ago. They have notified their managing physician of the issue. The patient was able to meet with the manufacturer¿s representative about a week or so ago and they were going to have surgery in (B)(6) 2016 to get a new stimulator. The indications for use for the implanted device were noted as degenerative disc disease and multiple back operations if additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.